Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not respond to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen did not respond to touch. The remote service engineer (rse) and customer attempted to calibrate the touchscreen, but the calibration was unsuccessful. The rse provided the customer with the part number of the touchscreen to order and replace. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.